Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible occasional ventricular undersensing was observed on stored egm (electrogram) on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.